Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty. Subsequently, the patient has displayed high metal ion levels and a pseudotumor-like reaction including bursitis and tendinosis on MRI scans. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10: us157852 m2a-magnum pf cup 52odx46id 091100. 139256 m2a-magnum 42-50 tpr insrt std 419830. 157446 m2a-magnum mod hd sz 46mm 540860. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4; g3, g6, h2, h3, h4; h6, h10 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2015; labs cobalt 13 (normal 0-9), chromium 13 (normal 2-10). On (B)(6) 2019; labs cobalt 22 (normal 0-11), chromium 21 (normal 2-10). On (B)(6) 2019; MRI. Signs of gluteus minimus tendinosis. Peritrochanteric bursitis and mild iliopsoas atrophy. Pseudotumor-like reaction left hip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.